Event description:
The phillips rep reported that the unit failed to power up during the shift check. This event is one of the incidents which were discussed with FDA reps on 14-jan-2009.

Manufacturer narrative:
The philips rep reported that the unit failed to power up during the shift check. The device was evaluated by a philips contracted distributor, and an optical switch failure was identified. The complaint is still being investigated by philips to confirm the root cause of the failed component. A f/u report will be submitted upon completion of the investigation.